Event description:
The customer reported that the system was not starting up and another system was required in order to complete the exam. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The f8 fuse was replaced and the power supply was repaired. The system was then found to be operating as intended.